Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing intermittently. A field service engineer powered the station down, disconnected the latch harness from the remote manager controller, removed the latch from the remote manager, and cleaned the switches. The latch was then reinstalled into the remote manager, and the station was powered back on. Although the application launched, all drawers were initially off the bus. The station was powered down again, and after waiting for a minute, it was powered back on. All drawers came back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system remote manager failed intermittently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.